Event description:
It was reported that bd us cathena 20gx1.25in straight bc safety shield activation failure. It was reported by customer that safety feature on cathena safety IV catheter did not engage, leading to a needle stick for the clinician. Verbatim#: safety feature on cathena safety IV catheter did not engage, leading to a needle stick for the clinician.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current control, there are outgoing functional test and in-process functional test to check and detect safety activation failure.